Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital to have the device checked as the patient experienced syncope. The device did not show any issue, or event recorded at the time of the syncope. There was a spike with the right ventricular (rv) impedance measurement trend, measuring at 1153 ohms which is different from the usual impedance measurement trend of approximately 550 ohms. No noise and no out-of-range measurements were observed when the patient performed evocative maneuvers and electrical testing. The plan is to continue monitoring the patient via latitude, and the patient was discharged from the hospital. The physician suspects that the syncope may not be associated to a potential device anomaly but has decided to schedule an x-ray next week to check lead integrity. Additionally, data was reviewed, and technical services observed high rv pacing thresholds. There were occasional low rv signals, which might be an indication of mechanical noise or myopotential pick up. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No additional adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital to have the device checked as the patient experienced syncope. The device did not show any issue, or event recorded at the time of the syncope. There was a spike with the right ventricular (rv) impedance measurement trend, measuring at 1153 ohms which is different from the usual impedance measurement trend of approximately 550 ohms. No noise and no out-of-range measurements were observed when the patient performed evocative maneuvers and electrical testing. The plan is to continue monitoring the patient via latitude, and the patient was discharged from the hospital. The physician suspects that the syncope may not be associated to a potential device anomaly but has decided to schedule an x-ray next week to check lead integrity. Additionally, data was reviewed, and technical services observed high rv pacing thresholds. There were occasional low rv signals, which might be an indication of mechanical noise or myopotential pick up. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No additional adverse patient effects were reported. This device and rv lead remains in-service. Additional information was provided, it was reported that the patient was seen in the emergency room due to syncope. The device was interrogated and showed a recorded event that appears that the device was not capturing. The patient is pacemaker dependent with an intrinsic junctional rhythm. The plan is to perform troubleshooting testing suggested by boston scientific technical services. The device and rv lead remain in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital to have the device checked as the patient experienced syncope. The device did not show any issue, or event recorded at the time of the syncope. There was a spike with the right ventricular (rv) impedance measurement trend, measuring at 1153 ohms which is different from the usual impedance measurement trend of approximately 550 ohms. No noise and no out-of-range measurements were observed when the patient performed evocative maneuvers and electrical testing. The plan is to continue monitoring the patient via latitude, and the patient was discharged from the hospital. The physician suspects that the syncope may not be associated to a potential device anomaly but has decided to schedule an x-ray next week to check lead integrity. Additionally, data was reviewed, and technical services observed high rv pacing thresholds. There were occasional low rv signals, which might be an indication of mechanical noise or myopotential pick up. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No additional adverse patient effects were reported. This device and rv lead remains in-service.